Event description:
1)10,620 ml of nacl was utilized (intrauterine) - input2) 9,800 ml of nacl in suction cannister-output3) pump showed deficit being 4,830 ml4) actual deficit (not counting some on floor) = 820 ml5) reported from circulating nurse to service lead that the deficit number shown on the machine had "jumped" without cause to an incorrect amount. Manufacturer response (as per reporter) for fluid safe hysteroscopic pump, fluid safe hysteroscopic pumpthe vendor rep came in to observe the pump usage. There are 11 seconds where the bag of saline can be changed without causing any changes in the fluid volume on the machine. What happens is if the bag gets changed and it takes more time than 11 seconds, any pulling or tugging on the machine will also change the output reading. It effects the scale in the machine. The pump is sensative to any bumps or equipment that rests on or against the machine. Staff education will occur on this new pump.